Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 600 mg/dl at the time of incident. Customer experienced symptoms such as vomiting. Customer states auto mode feature was active at the time of high blood glucose. Customer states crack beside the belt clip across the battery side all the way down bottom. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a crack on the battery tube which starts at the corner of the belt clip rails. Also the thin black strip located above the lcd display is missing. (B)(4).